Event description:
It was reported that the right ventricular lead pacing impedance has been fluctuating for about three months from 530 ohms to 1646 ohms. The threshold, sensing and high voltage impedances are stable and the nurse planned to discuss the lead issue with the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).